Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head was unable to interrogate. It was indicated that the issue was due to an out of specification main printed circuit board and cable. It was also indicated that the head's cable was cut. The head was to be scrapped. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head was unable to interrogate the device. The rf head has been returned for repair. The radiofrequency head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.